Event description:
It was reported that this right ventricular (rv) lead exhibited failure to capture and high capture threshold. Reportedly, all other electrical parameters are in range and the lead appears to be in an adequate position on x-ray imaging. The physician suspects the lead experienced a fibrotic process. The patient will be hospitalized and the plan is to reposition the rv lead. The lead remains in service. No adverse patient effects.

Event description:
It was reported that this right ventricular (rv) lead exhibited failure to capture and high capture threshold. Reportedly, all other electrical parameters are in range and the lead appears to be in an adequate position on x-ray imaging. The physician suspects the lead experienced a fibrotic process. The patient will be hospitalized and the plan is to reposition the rv lead. The lead remains in service. No adverse patient effects. Additional information indicates the rv lead was replaced and a new lead was implanted with no difficulties; however, there is no information on whether the lead was explanted or if it was surgically abandoned. Reportedly, the physician carried out the procedure independently without assistance. The device is performing as expected. No additional adverse patient effects.